Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the returned device was found to have exceeded the suppliers three year expected instrument life and therefore was unable to be recalibrated. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Part 03.614.035, supplier lot 70427, synthes lots 5787196 and 5791458: release to warehouse date: june 05, 2008. Supplier- (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported that a 3 level synapse procedure was performed. Once all of the caps were introduced, the surgeon performed final tightening and noticed that the torque exerted by this handle seemed to be greater than the other handle present in the set; the noise exerted by the caps tighten with this handle was also different. No delay was experienced and the case was completed with the other handle present in the synapse system. This is report 1 of 1 for (B)(4).